Event description:
Customer called allegience healthcare and reported their servo I was failing preuse checks. An fse from allegience healthcare was dispatched to the customer site.

Event description:
Reference number: lss-v02788.